Event description:
A patient reported blood glucose results of 149 mg/dl with a lifescan meter (one touch ultra meter) and 70 mg/dl on the patient's back up ot ultra meter (invalid comparison), performed within 10 minutes of each other. The patient was unable to provide information on how the puncture area was cleaned prior to testing. The patient also tested his school's ot ultra meter and obtained a bg result of 75 mg/dl. The customer service representative walked the patient through two consecutive control solution tests and both results fell outside the specified range. Based on the failed quality control tests, there is an indication that the test strip malfunctioned and that the event meets the criteria for a medical device reportable. Another control solution test was performed with a new vial of test strip and the result fell within specifications. Test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.